Manufacturer narrative:
No product was returned. Review of the sterile certifications for the product code/lots provided did not reveal any deviations or anomalies and all product was certified sterile prior to release for distribution. The investigation could not verify or identify any evidence of product error contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint wil be re-opened.

Event description:
Pt revised to address infection.